Event description:
It was reported that during a laparoscopic sigma procedure, the device did not staple correctly, no further info is available. Hand suturing was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.